Event description:
It was reported that the unit displayed a blower temperature high error (ec 1122). The unit was in patient use at the time of the event. The patient was transferred to a different ventilator. No patient or user harm reported. The customer stated that the air inlet filter was ¿not real dirty.¿ the remote support engineer (rse) advised that the filter should be replaced if the filter is discolored at all. It was reported that the cooling fan was running at an rpm of 4150, and that the filter was clean. The customer ran the unit overnight and could not duplicate the issue. The rse advised that it is hard to replicate conditions while the ventilator was on a patient by using a test lung. The rse also advised the customer that if the unit overheats, it cannot be attributed to blockage of the inlet or cooling fan issue, and that blower replacement is suggested per the manual. The issue could not be duplicated, and a full performance verification test passed.

Event description:
It was reported that the unit displayed a blower temperature high error (ec 1122). The unit was in patient use at the time of the event. The patient was transferred to a different ventilator. No patient or user harm reported. The customer stated that the air inlet filter was ¿not real dirty.¿ the remote support engineer (rse) advised that the filter should be replaced if the filter is discolored at all. It was reported that the cooling fan was running at an rpm of 4150, and that the filter was clean. The customer ran the unit overnight and could not duplicate the issue. The rse advised that it is hard to replicate conditions while the ventilator was on a patient by using a test lung. The rse also advised the customer that if the unit overheats, it cannot be attributed to blockage of the inlet or cooling fan issue, and that blower replacement is suggested per the manual. The issue could not be duplicated, and a full performance verification test passed.